Manufacturer narrative:
A ge oec service representative investigated the issue and re-calibrated the monitors and light sensor. The system was tested and found to be operating as intended. The power voltages were evaluated for specifications as well. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system had an image quality issue.